Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states questioned a result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample generated a positive result for the sars-cov-2 target. A second sample was collected from the patient and tested on a different platform which yielded a negative result for all targets. The initial positive result was released. The customer did not run the original sample again on either device. Although requested, no sample run data was provided. A limited investigation was completed which did not identify any product problem. Although unconfirmed, it is possible contamination of the sample workflow or differences in the technologies and sensitivities of the different assays used could contribute to the observed discrepancy.

Manufacturer narrative:
A customer from the united states questioned a result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. A second sample was tested on a different platform which yielded a negative result for all targets. No harm was alleged. Although requested, no sample run data was provided. A limited investigation was completed which did not identify any product problem. Although unconfirmed, it is possible contamination of the sample workflow or differences in the technologies and sensitivities of the different assays used could contribute to the observed discrepancy. (B)(4).